Event description:
It was reported that blood leaked from the y-connector. The collected blood was re-infused to the pt and there was no report of exposure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The investigation is ongoing. A follow up report will be filed when the investigation is complete.